Event description:
Pt was undergoing percutaneous coronary angioplasty of the rca for the treatment of a non st segment elevation myocardial infarction. A boston scientific pt 2 moderate support wire (0.014x185cm ref (B)(4) lot 15319434) was used to wire the vessel. The vessel was noncalcified. As the wire was slightly withdrawn, while still in the vessel, to turn in a different direction, the distal 1.5cm of the wire fractured and remained in the vessel. In order to secure the wire and prevent embolization, a 2.25mm x 8mm stent was deployed to secure the wire against the vessel wall. Pt was stable and had no other untoward effects.